Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. During the replacement procedure, when the lead pin was removed from the header, the outer insulation was pulled back and not covering all of the metal filars. The lead was capped and replaced.